Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, the person installing the subject home monitor at the patient¿s address confirmed that no connection problems were observed: three of the status lights and the power light of the wirex were lighting. However, no led in the home monitor lighted up, even after been unplugged and plugged back to the mains or after pressing the check button. Therefore, the unit was replaced.

Event description:
Reportedly, on (B)(6) 2020, the person installing the subject home monitor at the patient¿s address confirmed that no connection problems were observed: three of the status lights and the power light of the wirex were lighting. However, no led in the home monitor lighted up, even after been unplugged and plugged back to the mains or after pressing the check button. Therefore, the unit was replaced.